Event description:
Per written report received from canada: two incidents in which, "when the nurse withdrew the needle from the injection site, the injection site was pulled out. Used with a regular 18g needle. (Bd). The pt did not suffer any ill effects as a result of this occurrence".